Event description:
It was reported that upon fabrication of an interra nightguard, the pt developed redness and itching of the gingiva. The nightguard was removed for 24 hours and the symptoms resolved. The symptoms reappeared once the nightguard was reintroduced. No intervention was required to treat the symptoms.

Manufacturer narrative:
While it is not definitively known if the interra used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.